Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found the glue on the forceps cover was peeling and the bending section cover was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, there was a scope occlusion observed during reprocessing on an evis exera ii ultrasound gastrovideoscope. The scope was being reprocessed prior to an unknown procedure. The procedure was completed using a different scope. Upon inspection of the returned unit, the glue on the forceps cover was peeling. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The investigation could not determine the exact cause of peeling adhesive on the forceps cover. It is likely, however, the device deteriorated due to the repeated usage over a long period of time as the device was manufactured over seven years ago or from excessive force exerted on the device during its daily handling including reprocessing. Instructions for use (IFU) instruct the users of the following: ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor the field performance of this device.